Event description:
Received letter from attorney alleging his client sustained injuries caused by faulty products and services of our company.

Event description:
Received letter from attorney alleging his client sustained injuries caused by faulty products and services of our company.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device, including the serial number, is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The description of event or problem was updated. Pride attended an inspection of the device. No defects were found with the product. Also, an inspection of incident site (ramp) showed the ramp measured over 10° which exceeds pride's warning and any ada allowable inclines.

Event description:
Received letter from attorney alleging his client sustained injuries caused by faulty products and services of our company. Alleges consumer fell out of unit while going down a ramp.